Event description:
The customer stated that he tested his blood glucose using his breeze meter and another meter (brand unknown). The breeze meter read "lo", while the other meter read 130 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The test strips are to be returned for evaluation, and replacement test strips will be sent.